Event description:
It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report # 3004209178-2014-15106 for patient's concomitant ins system information. Also, see manufacturer¿s report # 3004209178-2014-15114 and 3004209178-2014-15115 for the patient¿s previous device issue.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# v004947, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387-40, lot# v004947, implanted: 2006 (B)(6); product type lead product ID 7438, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the shocking issue occurred post-surgery and the cause was unknown but subsided with programming adjustment to the patient¿s implantable neurostimulator (ins) on (B)(6) 2014 at an appointment with the doctor. An x-ray was ordered by the physician but attempts to obtain the results were unsuccessful. It was reported that the shocking had stopped and that the patient was receiving therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the patient had a shocking or jolting sensation. They had follow-up appointments scheduled and the issue was not resolved. The patient status at the time of report was alive with no injury. It was further reported the date of follow-up was unknown. There was a greater than 50% symptom reduction and the cause of the event was not determined. The doctor had changed a parameter and they were unsure of what the doctor had changed. It was stated, the patient was doing okay, their therapy was on and they were waiting for an appointment with their surgeon. It was further reported since the replacement surgery, the patient started to have shocking sensations and so the voltage was lowered. The manufacturer representative believed it may have been about two weeks after the replacement surgery that the shocking started again. The patient was going to see their surgeon on the day of report to evaluate the connection between the lead and the extension. They had planned to test the therapy impedance on the day of report. In the past, the patient¿s therapy and electrode impedances had been in the normal range. The patient kept their therapy on all the time and so they could not evaluate if the patient felt the shocking with the implantable neurostimulator (ins) off. They did not think the shocking was positional.